Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited both low and high pacing lead impedance measurements. There is no report of therapy delivery issues. During the lead revision procedure, it was noted there was insulation damage on the atrial pacing lead. The atrial pacing lead was subsequently explanted.